Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that probe lost cutting ability after a few minutes of use at an unknown timing. The procedure type was unknown. The surgery details and patient impact details were unknown. Additional information was received that probe lost cutting ability after a few minutes of use during vitrectomy surgery. The surgery was completed by replacing the probe with no patient impact.